Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarms noted during testing. Motor passed motor test. The insulin pump had cracked reservoir tube lip, case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm during basal delivery. The customer's blood glucose was 442 mg/dl at the time of call. The customer's blood glucose was 86 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump passed displacement test and self test. The customer stated that the insulin pump was not dropped or bumped. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.